Event description:
It was reported that the customer received an unexpected restart alarm and a cold reset was performed. The customer also received an external ram crc error, battery out limit, and a low battery alarm. Her blood glucose level was not reported. The customer was advised to monitor her pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.